Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire properly. The surgeon applied another device to complete the procedure. No pt injury reported.